Event description:
It was reported the patient (B)(6) experiences intermittent and non-positional overstimulation. Diagnostic testing revealed low impedance value readings. Reference MFR report#1627487-2015-03032 on the ipg issue. Follow-up identified x-rays were taken and confirmed the lead has not migrated.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the stimulation issue is related to the ipg issue (reference MFR report#1627487-2015-03032) . Lead impedance values tested normal. The issue is resolved.